Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The exhalation and flow control valves were replaced, and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 12/10/2015 phone call, 12/11/2015 phone call, 12/14/2015 phone call, 12/14/2015 email.

Event description:
The hospital reported that, during a case, the unit provided several alarms and mechanical ventilation was not functional. The clinician reportedly switched to manual mode of ventilation to maintain ventilation. There was no reported patient injury.